Event description:
It was reported that; during second revision of spinal fusion procedure, a blocker was removed for the second time after being final tightened in 2 previous procedures. Upon replacement of the blocker for the latest procedure, the surgeon noticed that a small shard of metal has come off the blocker. The surgeon was able to remove the shard, along with the damaged blocker. A new blocker was used to replace the damaged blocker, and the procedure was completed without further complication.

Manufacturer narrative:
(B)(4). Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: it was stated that the device had been reused twice before. The IFU states that these devices are single use devices. Conclusion: the most likely cause of the customer reported event is re-use of the blocker during multiple surgeries.

Event description:
It was reported that; during second revision of spinal fusion procedure, a blocker was removed for the second time after being final tightened in 2 previous procedures. Upon replacement of the blocker for the latest procedure, the surgeon noticed that a small shard of metal has come off the blocker. The surgeon was able to remove the shard, along with the damaged blocker. A new blocker was used to replace the damaged blocker, and the procedure was completed without further complication.